Event description:
The customer's mother reported that her daughter experienced "high bg's causing diabetic ketoacidosis" and large ketones. She "claims the issue occurred because the cannula came out of the skin." No info was provided as to how the cannula may have become displaced. Additionally, no info about the method of therapy that was administered to treat her dka was provided. The pod was "not kept" and will therefore not be returned for evaluation.

Manufacturer narrative:
The pod will not be returned for evaluation - we are unable to identify any device malfunction that may have caused or contributed to the customer's high bg levels. Product condition cannot be confirmed. The pt's mother observed that the cannula "came out of the skin." This condition would cause an interruption in insulin delivery and contribute to high blood glucose if it occurred. Based on the info provided in the report, it is unk when the cannula had become dislodged in relation to when bg levels began to increase. No product lot number was reported so no qualification record review could be performed. The omnipod system user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and advises that "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."